Manufacturer narrative:
This product was received and tested by technical services and the image failure could not be confirmed. The blade was plugged into known, good cable and monitor and the monitor was powered on. The video image was normal. The blade was less than 1 year old and had already been replaced. Service complete.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a titanium lopro t4, the image would cut out and the screen would occasionally freeze up. A short delay in the procedure occurred as a back-up glidescope titanium device was obtained. No harm to patient or user was reported.